Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00x24mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the distal part of the stent strut was damaged. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.